Event description:
I had bloodwork done twice in a week at my clinic. I wore a mask for 20 minutes before the blood was drawn. When I got the results, I noticed that my carbon dioxide levels were above the limit both visits. Wearing a mask for long periods cannot be good for people, especially children. Self. FDA safety report ID# (B)(4).